Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller alleges alert/error missing. Caller reported the pump started to make an abnormal sound, alert without vibration and the display was completely black. No error message in the memory. No adverse event reported. Requested return of the alleged device for evaluation.